Event description:
A customer contacted beckman coulter inc. (Bci) to report that on the synchron lx 20 pro clinical system's ion-selective electrode (ise) drain assay overflow and leaked fluid. The leaking hardware may cause incorrect results or operator exposure to chemicals or biohazards upon reoccurrence. No injury was reported.

Manufacturer narrative:
The customer did not find blockage or crimped tubing during inspection. A bci field service engineer (fse) replaced the waste trap drain valve to resolve the problem and cleaned the entire ise and chemistry cartridge sides of the instrument. Fse verified performance.